Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely. Service will be performed by hospital employee or contractor. The anesthesia control board was recommended for replacement to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in a system malfunction during a case. The patient was switched to manual ventilation. There was no patient injury.